Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by patient that a warning message came up during his visit upon interrogating the vns. It was later reported that patient will need a lead revision for unknown reasons. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient had a full revision surgery. During the procedure, it was discovered that the lead wire was damaged, which was causing the high impedance. A full revision was performed. Implant card received date: (B)(6) 2023 patient: (B)(6) the explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Clinic notes were received indicating that high impedance (8012 ohms) was seen. The physician has noted that the warning message was in regards to output status and lead impedance (no values provided), lead revision is for "needs evaluation if leads are working", surgery date is unknown pending evaluation, settings were provided, and system diagnostics were not provided. No known surgical intervention has occurred to date. No other relevant information has been received to date.